Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The customer's blood glucose (bg) level was 70 mg/dl. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.